Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump had displayed a critical pump error. Troubleshooting was performed. The customer performed safety checks on the insulin pump and the open book image error was found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and it will be returned for product analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement test, active current measurement test and p-cap locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded history files and traces using thus software. The adapt tool and detail trace file were utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. The adapt tool recorded pump error 63 and pump error 4. Pump error 63 (file number = 2005, line number = 9926 and variable info = 15) was recorded on 02/23/2024 at 03:05:01. Pump error 4 (file number =32122 and line number = 2727) was triggered on 02/23/2024 at 03:05:01. Per engineering troubleshooting guide, it was determined that pump error 63 was due to the rf chip error. Pump error 4 is the consequence of pe63. Suspecting the hw. Problem isolated to electronic assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset within spec (23.5 mv). Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: scratched case. In conclusion, customer concern for critical pump error alarm (open book) was not confirmed during testing. Pump error 63 and pump error 4 were confirmed in the history and trace files due to possible hardware. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.